Manufacturer narrative:
Information received shows that this event is a duplicate of another issue reported under regulatory report 1717344-2025-00320. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gynecology total hysterectomy, the patient had 1st degree burn on the right side of the neck of several centimeters. The surgical field was in the lower abdomen, the return electrodes were attached to the thigh area, and nothing was touching the neck. The surgery was within one hour, it was said that the possibility of bedsore was low/unlikely. It was said that the treatment was done. No blisters had been identified at this time. The dermatologist responded on the 3rd day of the surgery. The redness occurred on the morning after 4 days of surgery.